Event description:
It was reported that the user experienced an occlusion alarm and was concerned about receiving a full insulin dose, after which he announced another meal as a corrective action; the agent educated the user that announcing extra meals can disrupt ilet algorithms and lead to blood glucose fluctuations and provided dosing and alarm education. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.